Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unreported date in 1959. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as onset of the peritonitis, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for the peritonitis event. On an unreported date, dianeal therapy was discontinued and the patient was transferred to hemodialysis. At the time of the report, the patient was not recovered from the peritonitis event. No additional information is available.